Event description:
Patient underwent surgery for bilateral laminectomy, a discectomy and posterior implantatin of two 11 x 24 mm bak vista radiolucent fusion cages, lot# p032329) with posterolateral onlay fusion utilizing autograft, allograft and demineralized bone matrix putty (bmp) with gps spray. Gps spray is the patient's own blood that has been spun down/separated and the plasma portion has been saved for mixing with the bmp allograft material. In oct. 2004, the patient began having clear fluid drainage from the site of incision and was placed on oral antibiotics. Patient was readmitted to hospital for drainage and application of wound vac and was released from the hospital on home IV antibiotics for several weeks. In may 2005, patient was diagnosed with a displaced bak vista cage on the patient's right side. Patients was admitted to the hospital for removal of the cage on the patient's right side. The left cage was not removed as it was fused into place. The void left by the right side cage was filled with autograft bone and bmp. Stabilization was provided by implantation of a single level, bilateral posterior pedicle screw and rod system.